Manufacturer narrative:
There was a total of 61 malfunctioned units/events associated with breakage or fracture of an abutment hex. 38 of the 61 units were not returned for investigation. Since product was not returned for investigation, no conclusion can be drawn. A review of the device history records did not reveal any noted nonconformances. Hence, the conclusion is the units were manufactured to specifications. 23 of the 61 units were returned for investigation. · 20 of 23 units were returned damaged by the end user. · 2 of the 23 units were returned and the cause could not be determined based on the information provided. · 1 of the 23 units returned was determined not to be manufactured by biohorizons. A device history record review was performed against the valid lot numbers reported and returned. The device history record did not reveal any nonconformance. Of the return units, it is noted a fractured/broken abutment can occur due to the unit being over torqued during the restoration phased of the implant surgery. Additionally, the 1 of 23 unit returned was determined not to be manufactured by biohorizons. Items involved - 3.0mm customer milled abutment. 3.5mm customer milled abutment. 3.5mm multi-unit abutment, 17 degree, 2.25 collar. 3.5mm multi-unit abutment, 30 degree, 2.25 collar. 4.5mm customer milled abutment. 5.7mm multi-unit abutment, straight, 2mm collar. Abutment screw, multi-unit abutment. Internal 3.5mm customer cast abutment, hex. Internal 4.5mm customer cast abutment, hex. Updated information: the original file was sent on (B)(6) 2021 for 3rd quarter. The 2900 dpc code was a keying error during entry. The follow up covers the removal of 2900.

Event description:
This report summarizes 61 malfunction events. A review of the events involved abutment hexes breaking or being fractured. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.

Manufacturer narrative:
There was a total of 61 unit malfunctioned events associated with breakage or fracture of an abutment hex. 38 of the 61 units were not returned for investigation. Since product was not returned for investigation, no conclusion can be drawn. A review of the device history record did not reveal any noted nonconformances. Hence, the conclusions determined the units were manufactured to specifications. 23 of the 61 units were returned for investigation. 20 of the 23 units were returned damaged by the end user. 2 of the 23 units were returned and the cause could not be determined based on the information provided. 1 of the 23 units returned was determined not to be manufactured by biohorizons. A device history record review was performed against valid lots reported and returned. The device history record did not reveal any nonconformance. Of the returned units, it is noted a fractured/broken abutment can occur due to the unit being over torqued during the restoration phase of the implant surgery. Additionally, a single unit was determined not to be manufactured by biohorizons. Items involved- 3.0mm custom milled abutment, 3.5mm custom milled abutment, 3.5mm multi-unit abutment, 17-degree, 2.25mm collar, 3.5mm multi-unit abutment, 30-degree, 3mm collar, 4.5mm custom milled abutment, 5.7mm multi-unit abutment, straight, 2mm collar, abutment screw, multi-unit abutment, internal 3.5mm custom cast abutment, hex, internal 4.5mm custom cast abutment, hex.

Event description:
This report summarizes 61 malfunction events. A review of the events involved abutment hexes breaking being fractured. The report was received from various sources. No patient adverse events were reported. No information regarding the patient demographics were provided.